Manufacturer narrative:
(B)(4).

Event description:
Procedure type: cesarean section. According to the reporter: while closing uterus following a c-section, the needle snapped while buried in the uterus, which was difficult to remove. There was slight tissue damage trying to recover needle. Nothing was done to correct the condition, described as non-severe. Patient status is ok.